Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited varying amplitude measurement from 2 to 15 millivolts. The impedance and threshold measurements were within normal limits. Technical services (ts) discussed possible lv lead movement versus premature ventricular contraction (pvc) being measured after a p-wave occurs. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.